Event description:
A system operator reports a shutter malfunction error message during surgery. The site was unable to reset the system and this pt's procedure could not be completed within the same session. There was no pt impact/injury associated with this event.